Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed vad low flow alarms and low power consumption and was admitted to hospital. On admission, the patient was noted to be in cardiogenic shock and was peripherally shut down. Of note, the patient had experienced a previously reported inflow cannula obstruction in (B)(6) 2017 that had been successfully treated with thrombolysis. On this admission, laboratory testing revealed a supratherapeutic international normalized ratio (inr) while an echocardiogram revealed a soft echodensity at the inflow cannula. A preliminary review of the controller log files confirmed low flow alarms on (B)(6) 2017 and high watt alarms starting on (B)(6) 2017. The patient was treated with dobutamine and tenecteplase infusions. Vad flows remained below 1.5l/min with this treatment. The patient is also reported to have experienced some epistaxis and a headache which was successfully treated with intravenous opioids. At this point, the patient declined ongoing treatment and was palliated and expired from cardiogenic shock on (B)(6) 2017. An autopsy was performed that revealed stigmata of cardiac failure with pulmonary edema, nutmeg liver/cardiac cirrhosis) with a large globular native heart with macroscopic appearance of non-compaction cardiomyopathy (dilated with marked trabecular hypertrophy). There was no evidence of leak or hemopericardium seen. The site noted that a portion of a rib had started to grow around the vad (dystrophic ossification) and that the patient appeared to be very well anticoagulated with very little post-mortem clot. There was no obvious clot seen in the vad inflow cannula and the outflow was not opened. It further revealed no obvious intracranial catastrophe macroscopically. The device was explanted post-mortem for return to the manufacturer. No further information has been provided.

Manufacturer narrative:
Lot # was filled out in error. Additional information indicated that the pump was explanted. Photos of the explanted device appear to confirm that soft tissue and left ventricular apex material was attached to the pump as previously reported. The site further reported that they inadvertently nicked the driveline cable and the outflow graft during their attempts to explant the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary #the pump was returned for evaluation. The reported event of high watt alarm and low flows were confirmed via review of the controller log files which revealed five low flow alarms were logged since 12 aug 2017. In addition, 51 high watt alarms and an increase in power consumption starting 21 aug 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Pathological examination revealed evidence of thrombus within the pump. Of note, it was reported by the site that during explant there was soft tissue and left ventricle apex material attached to the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flow alarms observed during log file analysis may be attributed to thrombus in the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.